Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's defibrillation energy delivery level was not as expected. In this state, the device may deliver the wrong defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. Stryker identified the isolation relay to be the cause and replace it to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.